Event description:
The pt was implanted with a vented electric left ventricular device (lvad). It was reported by the hospital's perfusionist that the diaphragm of the stroke volume limiter (svl) would stop moving at less thant thirty minutes between vents. The pt was switched to a backup svl and there was no injury to the pt.